Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review / investigation. This report is for one (1) femoral neck system plate 2 hole - sterile. Lot number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a revision surgery of a femoral neck system (fns) plate that broke above locked distal screws after two (2) months of being implanted. There was a medical intervention required for a second surgery due to broken hardware. Procedure outcome is unknown. There was a patient consequence. Concomitant device reported: unk - screws: locking (part # / lot # unknown, quantity# 2), unk - nail head elements: fns bolt (part # / lot # unknown, quantity# 1), unk - nail head elements: fns anti-rotation (part # / lot # unknown, quantity# 1). This complaint involves one (1) device. This report is for one (1) femoral neck system plate 2 hole - sterile. This is report 1 of 1 for (B)(4).